Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Manufacturer narrative:
The report refers to product code 600269 - syr 150ml w/handifil bx50 with lot number 141080094x; units were manufactured on april 14th, 2014. A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Because the sample was not provided, the issue could not be confirmed. Root cause: no root cause identified. No sample returned for evaluation. No similar complaints have been reported. Corrective action: no corrective actions will be applied since the complaint could not be verified and no sample returned for evaluation. This complaint will be used for tracking and trending purposes. Device not returned for evaluation.

Event description:
Customer reports via phone that a (B)(6) y/o male with hepatitis c was undergoing a cardiac cath with visipaque contrast media. Injection protocol was set at 12ml / sec for a volume of 36ml, 900 psi. Syringe was attached to a merit medical 48" high pressure tubing, attached to the lv catheter in preparation for the lv gram, and injection started. During the injection, the luer lock nut cracked and detached from the syringe, allowing contaminated fluid to spray on the physician and technologist. Staff were wearing their ppe, and no contaminated fluid actually hit the staff. Ppe gear was washed, and staff continued performing procedures. No reported injury.